Event description:
It was reported that the lead exhibited loss of atrial sensing and over drive pacing in the atrium caused a ventricular depolarization. An x-ray showed that the lead had dislodged into the ventricle. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.